Event description:
Customer reported when attempting to download using the check key cable, it would not allow the device to download. Customer stated device had to be reset which resulted in no results to download and there were no results found in the memory which were previously viewed. No treatment. A request was made for return product and replacement product was sent.